Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in 07/2010 and performed to specification up to (B)(6) 2013. The device failed a weekly self-test on (B)(6) 2013, due to a low battery. There is no evidence within the history of the device or during testing to indicate the device was switching itself on. Investigation confirmed a fault with the device pogo-pins, which would result in voltage fluctuations sufficient enough to produce a premature low battery warning. The returned pad-pak from lot 757 was found not to have been fully depleted. The device pogo-pins were replaced and the unit was left at room temperature 4 days. The unit did not turn on or display any fault. The pad-pak, which contains the electrodes and batteries, is labeled for single-use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box is checked in this report.

Event description:
There was no pt involve in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.